Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was overdischarged as they hadn't charged for about 6-8 months; at this time they were having issues and they'd start to charge but it would stop and not show any bars and they'd see the doctor icon. They recently noticed they were unable to charge at all. The representative was unable to interrogate the ins with their clinician programmer. They performed an antenna locate with the recharger and were able to receive values of 80/82 and successfully started a prm. Additional information was received from a manufacturer representative (rep) on 2019-apr-10. It was reported that the patient stated that he knew he hasn't charged in a significant period due to dealing with other health concerns. There was no specific date to when the last time he recalled charging. The implantable neurostimulator (ins) had gone into a state of overdischarge and thus he couldn't charge. The rep met with the patient to recover the ins from overdischarge. The rep stated that they used the antenna locator (al) function at one point and the implantable neurostimulator recharger (insr) displayed the pr-av screen with the number 4.2.00. It was clarified that the pr-av screen with the number 4.2.00 was the software version number. The insr also displayed the power on reset (por) message. Lastly, the rep noted that the patient was speaking with his care provider about the intellis system. Additional information was received from the patient on 2019-apr-12. It was reported that the implantable neurostimulator (ins) was no longer able to restart and the patient wanted an update from the manufacturer representative (rep) who contacted them about the next steps. The manufacturer representative (rep) noted that they have been speaking with the patient regarding speaking with his provider and the plan of care. Additional information received from a manufacturer's representative and a healthcare provider (hcp) on 2019-may-09. It was reported that the patient was seen by a representative and there was no success in getting the battery recovered. A replacement surgery was being scheduled. The cause of the patient's charging stopping and not showing any bars was not determined. No further complications reported.